Event description:
It was reported that it appears an intraocular lens (iol) has a scratch on the anterior surface of the lens. The customer reported looking closely at the lens prior to putting in the cartridge to rule out loading error and cartridge error. The lens came out of the package this way. The lens looks good to the naked eye, but as you look with the microscope the lens almost looks like it has a fine dust or powder on it. Especially noted as you flip the lens over and tilt at an angle. This is easier to see after the lens is wet (bss) which is why it is not noticed until in the eye. There is no patient injury. The lens was implanted and remains implanted. There are no plans to explant the lens. There was no incision enlargement or no extra surgical steps that took place. No additional information was provided.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. The device was not returned for analysis as it remains implanted, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.